Manufacturer narrative:
Device evaluation: lens was returned dry in a microcentrifuge vial, with clear surgical residue/debris on the product and lens surface. Visual inspection found no visible damage to the lens. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left (os) eye on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to the patient experiencing headaches. Problem was resolved. There is no plan to implant an alternate lens. See MFR report# 2023826-2017-01110 for the other eye.